Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert as it has been showing high, out of range (oor) shock lead impedances (sli) increasing over time. The sli values have been over the alert limit several times. The patient was seen in office, and this is why the alert was triggered again. It was recommended to bring the patient back into the office and increase the oor limit. There were no other signs of integrity concerns. The rv lead remains in service. No adverse patient effects were reported.